Manufacturer narrative:
Device manufactured between november 16-20, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of small volume intermates leaked within the bottle, out of the balloon. This was noted during setup. There was no patient involvement. No additional information is available.